Manufacturer narrative:
Investigation found that the pump failed volumetric accuracy test, out of +/-5% specification. The pump was calibrated to resolve the issue.

Event description:
Information received indicates that the treatment was completed at 42 hours instead of 46 hours. Rate and dosage provided were 80 ml/hr and 3690 ml. There was no patient impact reported.